Event description:
Approximately 3 months after the initial cranioplasty surgery, the surgeon had to perform a follow-up surgery to remove the implant due to infection in the area. Surgeon stated culture results displayed "gram positive rods" in regards to patient's infection.